Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 12:12:19. During night drain cycle three, the patient's ultrafiltration reading was 1877ml, indicating the patient drained 1877ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv (increased intraperitoneal volume) was verified in the event history log review. The cause was determined to be one or more cycles were advanced to the next fill when the drain was slow or not flowing above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.